Event description:
Procedure: hernia. According to the reporter: tip broke during the case. Tip was recovered and removed from the patient cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).